Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(6) center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for 7.0 yrs. Insert was revised. Condyle, tray, and patella were remained implanted. The patient presented with a ucla score of 3, three months prior to revision surgery and maximum score of 3.

Manufacturer narrative:
An event regarding a instability involving a tibial insert was reported. Instability and incorrect selection was confirmed by clinician review . Method and results: visual inspection: while no item was returned, photographs of the reported product was supplied and these had evidence of explantation damage plus some poly wear medical records received and evaluation: review of the medical records by a clinical consultant indicated, "root cause is primarily related to the poor soft tissue properties of the patients knee ligament system, degraded and becoming fibrotic during previous revision surgeries and as such primarily a patient-related factor although also associated with aspects of surgical technique and component choice during implantation. More in general, revision due to instability is virtually always caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. Because soft tissue structures are not visible on x-ray, knee instability need not always be accompanied by abnormal x-ray findings. No x-rays are available to evaluate an adequate component position of the implanted metallic devices with adequate reconstruction of relevant anatomic markers such as posterior condylar offset, posterior tibial slope and joint line level as the more relevant ones. As such, component malposition may represent a contributing factor but cannot be verified due to lack of clinical info. Device-related factors have no place in instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the minimal information. This is also confirmed by the findings during revision surgery of the explanted bearing with only some explantation damage and signs of instability from external overload forces. Often some ¿wear and tear¿ effects are visible after several years of implantation while (gross) instability often leaves abnormal wear signs on the bearing surface which is however not visible on the available explant photograph due to limitations in photographic reproduction..¿ device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: while the exact root cause could not be determined because insufficient information was provided for review, it is likely the instability was caused by pcl laxiety and inappropriate selection of the components. Review of the medical records by a clinical consultant indicated, "root cause is primarily related to the poor soft tissue properties of the patients knee ligament system, degraded and becoming fibrotic during previous revision surgeries and as such primarily a patient-related factor although also associated with aspects of surgical technique and component choice during implantation device-related factors have no place in instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the minimal information" no further investigation is possible at this time. If additional information and/or devices are returned the investigation will be updated.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for 7.0 yrs. Insert was revised. Condyle, tray, and patella were remained implanted. The patient presented with a ucla score of 3, three months prior to revision surgery and maximum score of 3.